Event description:
Brush heads keep falling off during brushing. They are no longer staying securely attached to the hand piece - oral-b [device breakage] case narrative: consumer via e-mail reported that the oral-b toothbrush heads kept falling off during brushing and were no longer staying securely attached to the oral-b genius x toothbrush hand piece. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads keep falling off during brushing. They are no longer staying securely attached to the hand piece - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads kept falling off during brushing and were no longer staying securely attached to the oral-b genius x toothbrush hand piece. No injury was reported. 11-feb-2024 follow up via image: the suspect product lot number was bc710111713. No injury was reported.

Manufacturer narrative:
08-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.